Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that following the last implant they "continued to bleed" and understood that the doctor "took it out" and then "put it all back in again." The device remains in use and no patient complications have been reported as a result of this event.